Event description:
It was reported that the customer received an auto-off alarm shortly after waking up. Customer had not interacted with the pump for an extended period of time (overnight). During troubleshooting with tandem technical support, customer successfully disabled the auto-off feature. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.